Event description:
It was reported that during an arthroscopy, using a straight firstpass mini, when the specialist was doing the second stitch, the rack that hangs the thread came loose from the clamp of the first pass product, thus making it impossible for it to perform the function of bringing the thread back. It was necessary to used bird bick forceps from the instrumental box, and successfully completed the surgery. No broken parts fell into the patient. Patient current status is stable. There was no delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, no broken parts fell into the patient¿ and there was ¿no delay¿ or other complications reported. No additional requested information including was provided. Without the requested information, the root cause of the reported ¿rack¿ that hangs the thread ¿came loose from the clamp of the first pass product,¿ cannot be definitively concluded and the patient impact beyond the reported cannot be determined. Reportedly, a modification was required to successfully complete the surgical procedure, ¿no delay¿ and ¿no broken parts fell into the patient.¿ the patient¿s ¿health condition is stable¿ and no complications or patient harm has been alleged. Therefore, no further clinical/medical assessment is warranted. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is partially detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached and not able to capture sutures as they pass. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, during an arthroscopy, ¿the rack that hangs the thread came loose from the clamp of the first pass product, thus making it impossible for it to perform the function of bringing the thread back.¿ reportedly, forceps from the instrumental box was used to complete (successfully) the procedure, ¿no damage was caused,¿ and the ¿patient¿s health condition is stable.¿ per case details, no broken parts fell into the patient¿ and there was ¿no delay¿ or other complications reported. No additional requested information including was provided. Without the requested information, the root cause of the reported ¿rack¿ that hangs the thread ¿came loose from the clamp of the first pass product,¿ cannot be definitively concluded and the patient impact beyond the reported cannot be determined. Reportedly, a modification was required to successfully complete the surgical procedure, ¿no delay¿ and ¿no broken parts fell into the patient.¿ the patient¿s ¿health condition is stable¿ and no complications or patient harm has been alleged. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.